Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified. No failure related to the reported to the low blood glucose level was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 40 mg/dl. Bg cause was not known. Customer consumed fruit and juice to address bg. The customer continued to use the pump for insulin therapy.